Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, it was reported that the receiver and mobile device showed cgm around 300 mg/dl. He took 40 units of levemir. At 6:00 am on (B)(6) 2025, his display devices showed increased reading of 350 mg/dl. Believing his glucose was still high he took novolog and went back to sleep. At around 8:30 am, the spouse found him unconscious and called 911. The bg by emergency medical services (ems) was 60 mg/dl while the cgm was still 350 mg/dl. The emergency medical team (emts) treated him with glucose and he was transported to the emergency room (ER). There, the bg was 33 mg/dl. Treatment of ongoing hypoglycemia was not documented but the bg sometime later was 180 mg/dl. He remained in the hospital for approximately four hours. The final finger stick test in the hospital showed a reading of 260 mg/dl, which he used to recalibrate the g7 sensor, bringing it down to 262 mg/dl before discharge. There was no treatment for rebound hyperglycemia documented. After returning home, the patient performed another finger prick using his bg meter, which read 250 mg/dl. He then calibrated the g7 sensor again, aligning it with the 250 mg/dl bg meter reading. The patient was also reportedly treated for hypoglycemia with a potassium pill. The patient was ok during the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. Before ems arrived and the patient was unconscious, there were no complete sets of reported glucose values available to search within the parkes error grid calculator. When ems came, the reported glucose values fall within the d zone of the parkes error grid. At the ER, there were no complete sets of reported glucose values available to search within the parkes error grid calculator. After calibrating in the hospital, the reported glucose values fall within the a zone of the parkes error grid. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.